Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced low blood glucose levels and that the insulin pump alarmed sensor error. The blood glucose reading was 50 mg/dl, and the customer contacted her doctor about the issue. She stated that she thought that she needed to adjust her basal rates. She advised that she had treated and felt okay, declining troubleshoot for low blood glucose. The most recent blood glucose reading was 175 mg/dl. She noted that the alarm occurred during initialization of the sensor. She was advised the monitor the insulin pump and to call back if the issue recurred. She was advised that this was normal insulin pump behavior, as the sensor glucose reading could fluctuate during initialization. Nothing further reported.